Event description:
It was reported that this right atrial lead exhibited noise and oversensing, resulting in inappropriate atrial tachy response episodes. Boston scientific technical services noted the patients underlying rhythm was present throughout the episodes. Boston scientific technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).